Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event involved a tego connector where it was reported there was damage to silicone on rim above raised notch on side - silicone lifting on rim and access port. Tego changed and procedure continued. The event was noted during use on patient and it was unknown how long it was in use, and with no medication. Someone became aware of the event when tego observed by clinical staff during dialysis procedure. The sets were not reprocessed or re-sterilized prior to use. There was patient involvement, there was delay in therapy, no adverse event and no one was harmed as a result of the reported event.

Manufacturer narrative:
D9 - date returned to mfg: 2/4/2025. Received one used d1000 tego for inspection. As received, the seal had been torn around the posts on either side. The tego was found to be occluded when activated by a male luer due to the seal collapsing. The reported complaint of no flow can be confirmed due to the damage found on the seal. Thi s part of a corrective and preventative action (CAPA). The probable cause of tearing on the top silicone seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application.